Event description:
A customer contacted beckman coulter inc. (Bec) reporting that the reagent syringe 3-way valve was leaking in the synchron cx5 delta clinical system. The customer indicated that the leak was contained within the instrument. Customer discovered the line tubing to the valve was off and leaked two (2) cups of water. No injuries were sustained by any laboratory personnel. Customer has msds and chemical exposure plan in the laboratory. No erroneous results were generated.

Manufacturer narrative:
The customer obtained and replaced the reagent syringe tubing (B)(4). A bec field service engineer (fse) was not dispatched for this event as the issue was corrected by the customer. Failure mode: reagent probe tubing (B)(4). Bec identifier for this report is (B)(4).